Event description:
It was reported the patient is experiencing pain at her ipg site. She has not used her scs system for chronic pain for five years. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.